Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the (B)(4) desktop charger sn# (B)(4) found evidence of broken connector pins. Fdc code (B)(4) applies to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger (dtc) had a broken connector pin, and the patient was unable to recharge their ins. The ins had depleted and pain had returned. A replacement dtc was sent. No additional symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their weight at the time of the event was (B)(6) lbs. And that the replacement of the dtc had resolved their issues. No symptoms, and no complications were reported.